Manufacturer narrative:
Only the patient's age was provided, therefore a default date of birth has been listed. Device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: this rn walked into room and found IV tubing laying on the floor. After assessing the line, it appeared the tpn tubing came apart from itself above where the in line filter is at.

Manufacturer narrative:
Investigation summary: two samples were received and tested by our quality team. The separation at the y site was immediately noticed and the manufacturer was notified of the verified failure. The separated tubing and y site were also analyzed under microscope and there was a clear lack of solvent at the portion of set that had separated. The investigation by manufacturer found the root cause of this issue to be an improper use of fixtures/ improper use of solvent dispenser when personnel were assembling this set. A quality alert has been generated at the plant to eliminate further occurrences of this issue. A device history record review for model 2432-0007 lot numbers 21125407 ((B)(4) units produced on 10dec2021), 21125448 ((B)(4) units produced on 13dec2021), and 21125612 ((B)(4)units produced on 15dec2021) was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of these sets. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris pump module smartsite infusion set expeirenced component separation. The following information was provided by the initial reporter: this rn walked into room and found IV tubing laying on the floor. After assessing the line, it appeared the the tpn tubing came apart from itself above where the in line filter is at.